Event description:
The report we received from our affiliate indicated that eight days post-implantation of a cypher stent in the left postero-lateral brand, the pt developed unstable angina pectoris and was taken to the hosp. Coronary angiography was conducted and thrombus was observed inside the implanted cypher. To treat the thrombus, balloon angioplasty was conducted. There was some plaque proximal to the cypher and a bare metal stent was implanted overlapping the cypher stent.

Manufacturer narrative:
During the index procedure, the left postero-lateral branch had a de novo and eccentric lesion. The vessel was type b2. The lesion length was about 20mm and vessel diameter was 2.3mm. The procedure was elective. Direct stenting of a 2.5 x 18 mm cypher was performed at 16atm for 30 secs. The stent was not post-dilated ivus was conducted. Timi flow before and after the procedure was 3. The residual stenosis was 0%. Eight days post-procedure, when the event occurred, the pt was farming. The bare metal stent that was implanted overlapping the cypher stent was a 2.5 x 25 mm tsunami stent. The physician indicated that the cause of the thrombotic event was because the pt got dehydrated due to farming. Additional info will be submitted within 30 days upon receipt.